Manufacturer narrative:
The patient was switched to another monitor to resume monitoring. Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2017, that on (B)(6) 2017, a loss of monitoring occurred during the attempt to connect the transport monitor to the docking station. No one was injured as a result of this event.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified, and the cpu pcba with power supply was replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.